Manufacturer narrative:
(B)(4). The customer called back and purchased a replacement gas delivery engine. Carefusion technical support placed the order for the replacement, and issued a return goods authorization (rga) number for the return of the alleged faulty gas delivery engine for evaluation. As of 4/9/215, carefusion has not received the alleged faulty gas delivery engine. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
Biomed at a user facility called and requested a replacement gas delivery engine (gde), indicating that during pre-use check the unit was delivering fio2 that is out of specification by 5% from the set fio2. The biomed balanced the blender regulators, but the issue was not resolved. He advised carefusion technical support that he will have his purchasing group order a replacement gas delivery engine.